Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The patient thought that the cause of peritonitis was constipation but was not sure. Treatment was not reported. On (B)(6) 2012, the patient was discharged. On contact, the nurse declined to provide information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11l16074, h11l16074, and h12d09066 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.